Event description:
It was reported by service report that the break away head section was not locking properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Clevis pin and release bar.